Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment; results: it was reported that the when the doctor tried to screw, the device slipped. No relevant manufacturing issues found. Poor alignment between blocker and hex driver may prevent blocker is to properly engage and may fall into wound. Conclusion: the possible root cause of this event is likely the poor alignment between the blocker and the hex driver.

Event description:
It was reported that the doctor found the screw slip during the lumbar spine surgery, and then completed the surgery changing to another one.

Event description:
It was reported that the doctor found the screw slip during the lumbar spine surgery, and then completed the surgery changing to another one.